Manufacturer narrative:
Add'l info received indicated that the customer has no further occlusions using the new supplies. The product has not been returned for eval. Should new relevant info become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received an occlusion alarm. The customer's blood glucose (bg) level was 258 mg/dl. The customer changed the infusion set and cartridge. The customer administered a correction bolus with the pump to lower the bg level. As the customer changed the supplies prior to contracting tandem technical support troubleshooting to determine a possible cause of the occlusion was unable to be performed.